Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products; associated MDR 1225714-2014-05404 and 1225714-2014-05405.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced cardiovascular events on three unknown dates between 2001 and 2009 after the use of the product.